Manufacturer narrative:
This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically modified to secure the lead connection. Currently there are allegations of poor rv sensing. A review of the associated device memory files noted high threshold measurements and varying impedance measurements. The patient is not pacemaker dependent. Besides surgical intervention, no adverse patient effects were reported. As of today the lead remains in service.